Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The product is caught in seal area of the tyvek. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. Evaluation of the sample shows the inside product stock against the copolymer close to the seal area. Close evaluation of the tyvek indicate that there was seal transfer, to confirm the evidence of seal it is necessary to evaluate the copolymer since there is the material where seal foot print is evident.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the product was attached to the tyvek when the package was opened. This was identified before use and it was not used on a patient. There were no adverse patient consequences.